Event description:
During self-test, the dialysate pump was running fast and the pt was given fluid. When nurse noticed filter clearing out, the treatment was stopped and blood was given back to the pt.